Event description:
It was reported that the patient experienced a loss of stimulation. His programmer showed an error message of 509. A physician mode recharge (pmr) was performed on his implantable neurostimulator (ins) and the error message was cleared. The ins system worked properly afterwards and the patient received good stimulation. There were no reported injuries to the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)